Event description:
The customer reported obtaining suppressed (no numerical value) results with error flags on various cc (cartridge chemistry) assays for multiple patient samples, over two (2) days, involving the unicel dxc 800 synchron system. The customer repeated the samples on an alternate dxc analyzer and reported the results out of the laboratory. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch #2050012-2013-00315 for an associated report of this event which occurred on (B)(6) 2013. The customer reported that the instrument generated two (2) additional oir lo (out of instrument range low) flagged results on (B)(6) 2013. Multiple attempts were made to obtain patient data but results were not provided by the customer. The customer is up to date on maintenance and qc (quality control) data points for tg (triglycerides), alt (alanine aminotransferase) and hdld (high density lipoprotein cholesterol) were scattered within the established 2 standard deviations range.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the photometer lamp on the cc side of the instrument, adjusted the photometer output and set voltages. The fse verified repair per established procedures and results met published specifications. No other suppressed patient results were reported by the customer as of (B)(6) 2013. Failure mode is attributed to the photometer lamp on the cc side of the instrument.